Manufacturer narrative:
A review of the device history record for the alleged pump, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned for additional evaluation and investigation. As additional investigation is not yet able to be performed, a definitive root cause can not be determined for the alleged issue at this time. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions to report a patient's pump that was showing error codes 100 and 123 when inquired. Agent reported that the pump was inquired multiple times and the error codes continued to appear. While attempting to perform a soft reset procedure, agent reported that an error code 202 would appear when they tried to program an emergency pump stop. Following the 202 error code, they reported that they were prompted to fill in basic pump information (patient name, physician name, etc.). Agent reported that once they filled in the information and tried to program it in, they saw the message "pump communication failed, error code 100,123". Agent reported that this programming/error cycle repeated on multiple programmers. Device explant will be performed, but has not yet been scheduled.